Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. MFR received one conquest catheter for eval. There appeared to be a slight kink 40cm from the distal end of the bifurcate. The balloon appeared to be in its folded profile, unused and appeared to have full proximal and distal bond. The shaft has separated just proximal of the proximal glue joint. There didn't appear to be any stretching; it appeared to be a clean separation of the shaft. Due to the condition of the sample, the balloon could not be inflated. The result of the investigation was confirmed for a shaft separation; however, the root cause is unk.

Event description:
It was reported that during a fistulagram of an av graft, site unk, it was noted that when an attempt was made to inflate the balloon, it would not inflate. It was reported that proximal end of the balloon did not appear to be attached completely to the catheter. The delivery system and balloon were removed from the pt without incident. No injury to the pt reported.